Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
It was reported that the o ring on the reservoir compartment was detached but he can still lock the reservoir. Customer's blood glucose value was 12.0 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.